Event description:
The pt went into a symptomatic bradycardia. The pt then decompensated and went into cardiac arrest. Reportedly, the device displayed connect electrodes and failed to pace the pt. The pt was not resuscitated. There was no report of an association between the reported event and the pt outcome.